Manufacturer narrative:
(B)(4).

Event description:
The user from the (B)(6) hospital reported the following issues to our distributor dvx on may 21. Event date: may 20. Usually some alarm is displayed during screen locked, the lock is released automatically. But if the alarm disappeared automatically (not stopped by manual), the screen lock stayed "released" status. The default time of beginning the screen locked was set to 30 minutes, although the operating manual states the default time is 2 minutes. As a result, the intra-aortic balloon pump (iabp) was replaced with a backup iabp. There was no report of delay in therapy. There was no report of patient complications, serious injury or death. This issue did not have any influence on the patient and the treatment.

Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of touchscreen display error is not able to be confirmed. The alleged issue has been logged in the scr (software change request) database. If the part or additional information is received at a later day, a full investigation will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
The user from the university of tokyo hospital reported the following issues to our distributor dvx on may 21. Event date: (B)(6) 1. Usually some alarm is displayed during screen locked, the lock is released automatically. But if the alarm disappeared automatically (not stopped by manual), the screen lock stayed "released" status. 2. The default time of beginning the screen locked was set to 30 minutes, although the operating manual states the default time is 2 minutes. As a result, the intra-aortic balloon pump (iabp) was replaced with a backup iabp. There was no report of delay in therapy. There was no report of patient complications, serious injury or death. This issue did not have any influence on the patient and the treatment.